Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided. No determinations could be made as to the cause of the reported issue. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.

Event description:
It was reported through the globus inquiry page that a patient presented with a malpositioned hip component that required a revision surgery. The initial surgery was performed in texas and the revision was completed in canada.